Event description:
Caller reported a malfunction on the pump, which resulted in the customer's blood glucose level exceeding 500 mg/dl. Specific value was displayed as "high." To address the high blood glucose level, the customer used a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.